Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ten inappropriate anti-tachycardia pacing (atp) bursts, followed by two inappropriate shocks, as a result of atrial fibrillation (af) with rapid ventricular response (rvr). The therapy did not convert the rhythm. Technical services (ts) reviewed the event and recommended continued monitoring. No additional adverse patient effects were reported. This ICD remains in service.